Manufacturer narrative:
Data relating to manufacturing date is not on the label as UDI-pi. Analysis of the relevant production records of the pedicle screw did not identify any anamolies that could be a cause of the event. The hospital was requested to return the retrieved pedicle screws for investigation. The implants will not be returned as the patient decided to keep the implants current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known.

Event description:
A patient in switzerland was treated with an icotec pedicle screw system (8 pedicle screws). The patient noticed increasing pain. Imaging revealed a possible infection in the location of the implants and loosened pedicle screws. A revision surgery was required. During the revision surgery (B)(6) 2025) all screws were removed whereby one screw broke.